Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Procedure: pelvic organ prolapse. According to the reporter: it was reported via medwatch report #(B)(4), that as a result of having the product implanted, the pt has worsening pain, trouble walking, bleeding, dyspareunia, cramping, worsening pain in her hips, trouble standing or sitting for long periods of time and may undergo additional surgery.